Manufacturer narrative:
One 3i t3 (bops4310) parallel walled implant was returned for inspection. The device shows some signs of wear and debris attachment about the threads. The internal drive feature is similarly worn and contains some additional debris. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. Malfunction of the device was unconfirmed. However, the reported even of peroration to sinus cannot be verified as the exact details of device usage and patient's anatomical conditions are unknown. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the implant (bops4310) perforated the sinus during implantation. Doctor removed the implant from the sinus, closed the wound and finished the procedure. Tooth location 3.